Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions), h10. Additional fields: e1(event site state: (B)(6) , event site postal code: (B)(6)). It was reported that the cardiosave intra-aortic balloon pump (iabp) had power cord not retracting after use. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit and resolved the issue by removing the jammed cable. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) power cord not retracting after use. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).